Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 07-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) assisted the customer through resetting the emergency access release on the mini drawers, after which the failed drawers were successfully recovered. When the user closed the drawers, they all stayed closed. The system functioned as intended after the field service engineer assisted the customer in resolving the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es mini single 4 pocket in ukhsuite11 failed and was recovered, but it kept failing, and the drawer did not stay shut. The mini drawer contained a controlled medication. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.